Event description:
It was reported that three weeks post surgery, toxic anterior segment syndrome (tass) was observed in the patient's eye. The patient was treated with subconjunctival injections and ocular administration of rinderon four times. The cell value was 2+ and hypopyon was observed although there was no reproducibility of fibrin. Postoperative decimal visual acuity test revealed 1.2. The patient is reported to be recovering with no injury. No additional information was provided.

Manufacturer narrative:
The lens remains implanted. Initial reporter telephone number: (B)(6). Device evaluation: the device was not returned at the manufacturing site as it remains implanted; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that there were no other complaints for this po. No escalation was required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.